Event description:
Procedure: lavh. According to the reporter: when the surgeon was removing the trocar from the patient's abdomen at the end of the procedure, the sleeve of the trocar broke apart. Nothing fell into the cavity. There was no additional bleeding, no tissue damage and neither the operative time nor the incision size were extended. The patient was involved without injury.

Manufacturer narrative:
(B)(4).